Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate/ confirm the customer reported complaint. The endoscope had no fogging on the distal window and had good images in both eyes. The endoscope had no errors in the logs. Additional findings not reported by the customer and not related to the reported event were identified through analysis. The endoscope was found to have damaged laser marking on the housing which was attributed to user mishandling. In addition, the endoscope had a missing endoscope adapter (aea) retaining ring or screws. The root cause of this failure was due to manufacturing. A review of the endoscope logs associated with this event has been performed. Per logs, the endoscope (470027-64/ (B)(4)) was last used on (B)(6) 2021 on system (B)(4). The endoscope had 1874 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the xi endoscope was found to have a missing camera instrument adapter (aea) component with no evidence of mishandling or misuse. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the 8mm 30 degree endoscope was found to exhibit fogging. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.